Event description:
0.035 wire from the sheath insertion kit was damaged at the proximal end. Unable to advance a sheath over the wire for vessel access. Arterial access withdrawn and manual pressure applied. A second arterial puncture was needed with a new sheath and wire. The device was a merit medical prelude 5fr 11cm sheath pro-5f-11-035, unable to obtain lot number or expiration date. I have the wire in the cath lab office.